Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, it was observed that both implants were deployed, and they were not implanted. Based on the condition of the device in the photo, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l09493, and no non conformances were identified. Hands on analysis should provide the evidence necessary to discern a specific root cause. The possible root cause for this issue can be attributed to the handling of the device, the operator did not squeeze the red trigger to its fully position. As per the instructions for use, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: there was no non conformance regarding this lot.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction including meniscal repair surgery on (B)(6) 2021, it was observed that the truespan 24 degree peek did not deploy. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.